Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient had their previous implantable neurostimulator (ins) implanted, the surgeon noticed that the extension was getting pretty worn out. The surgeon told the caller that the patient would probably need to have the extension replaced by the time the ins would need to be replaced. However, the caller was shocked when they discovered that the ins already reached eri in october of last year. The caller mentioned that the patient has high settings, but they expected the ins to last at least 15 months like the previous have. Caller thought the ins might have been defective. The caller said they called the manufacturer representative (rep) in october of last year to report their concern. The rep interrogated the ins and initially thought everything was okay and figured the ins just had high settings, but they discovered that out of the 4 connections, several of them were not hooking up right. The caller noted that the connections that should have been showing green were showing red. As a result, the caller said the patient had the ins and extension replaced on (B)(6) 2022. Additional information was received from the manufacturer representative (rep) that it¿s been nearly a year since this event. Rep is assuming at the time a report was submitted as required. Rep has no memory of the event and vaguely remembers this patient. Mstar shows a long dbs history including the revision and extension conversion.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(6), ubd: 14-oct-2013, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.